Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.